Event description:
It was reported that the customer had a motor error alarm during site change on the insulin pump. The customer's blood glucose level was 100 mg/dl. The customer was asked if recalls any significant events leading to the alarm and said no. The customer was asked if the insulin pump was exposed to a strong magnetic field such as a MRI and said no. The customer was to disconnect from the insulin pump and customer doest not use the sensor feature. The customer stated that they are able to complete the rewind sequence. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction. The customer was informed that we would replaced the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed all displacement tests. The insulin pump was received with stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. No moisture damage was found on electronic assembly or motor assembly. The insulin pump had scratches on reservoir tube lip, minor scratches on lcd window and scratched case.